Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient's age, sex, weight and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, supplementary report will be submitted. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.